Manufacturer narrative:
(B)(4). Date of event: on an unreported date in (B)(6) 2014, the patient experienced peritonitis. This report involves the same patient as (B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd896290 and gd896308 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient had been hospitalized for an unrelated event. During the hospitalization, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. During the hospitalization, pd therapy was discontinued and hemodialysis was started. On unreported date(s), the patient was treated with vancomycin (dose, route, and frequency unknown) for the peritonitis event. Six days after the hospitalization, the patient was discharged from the hospital. The patient was recovering from the peritonitis event. No additional information is available. This is report 2 of 3.